Event description:
A malfunction occurred with the customer's pump, displaying malf 1 and fault ID malf 1-0x279f, which was not resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was guided by technical support to place the pump into storage mode and send it back using a pre-paid label within 10 days, while continuing to use their current pump until a replacement was provided.